Event description:
It was reported a 69 yo male patient, initial left knee implanted sometime in (B)(6) 2013, underwent a revision procedure on an unknown date. The patient was revised due to instability. The surgeon revised the femur to logic cc. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No device returns for analysis anticipated. The facility is holding the product. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: a, b, c, d, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant/explant dates are unknown. The revision reported was likely the result of instability leading to prosthesis wear over the course of 10 years of implantation. However, the sequence of events and the reported instability could not be confirmed as relevant clinical information was not provided. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.